Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, following a pacemaker insertion procedure, the mattress shifted, resulting in the patient falling from the x-ray table to the floor. No medical intervention or treatment was required as a result of the fall. The procedure had already been completed prior to the incident. The reported issue is covered under an ongoing recall number, z-1159-2025 which provides additional guidance on patient transfer and the correct use/positioning of the philips mattress. The information is made available through an addendum to the instructions for use (4523 001 30522) and a quick reference card. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a patient fell off the system's table. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.